Manufacturer narrative:
During the procedure, it was reported that morrison forceps were used to lift the abdominal wall and to position the mesh. The surgeon opined that sometime more force is necessary than other times but they cannot recall how difficult this was. It was reported that the patient works as a boiler maker and prior to the recurrence was doing heavy work. The recurrence was at the superior margin where the mesh had failed to incorporate. During the re-operation, the mesh was explanted and a new mesh was implanted.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent mid-abdominal open umbilical hernia repair on (B)(6) 2013 and mesh was implanted pre-peritoneal. Approximately 6-months post-operatively, the patient reported the hernia recurred. On (B)(6) 2013, the patient was diagnosed with recurrence. The patient underwent reoperation and repair with mesh. The surgeon opined the patient sustained a recurrence with a failure of the mesh to incorporate at the superior margin. It was reported the event is noted as resolved on (B)(6) 2014.